Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the image was very dark on the camera. The issue was found at preparation for use. There was no patient harm associated with the device.

Event description:
It was a diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, h3 and h6. Corrected fields: b5 - type of procedure. D9 - device availability. H6 - type of investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.